Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information, including return of the device. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the distributor, a surgical pattie was contaminated. There were no reports of delay or patient harm.

Manufacturer narrative:
UDI: (B)(4). Corrected field: device available for evaluation. It was initially reported that the device would be returned for evaluation. It was later communicated that the device would not be returned. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
A photo of the device has been provided by the customer. Upon evaluation of the new information, a follow-up report will be submitted.

Manufacturer narrative:
A photo of the suspect product was provided for evaluation. Upon review, the image did not match the product code information provided. The image provided is not a product manufactured by codman. If additional relevant information is provided in the future, the complaint will be reopened and a follow-up report will be provided. At present, we consider this complaint to be closed.